Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited unstable and high thresholds. The lead was attempted but not used and replaced. No patient complications have been reported as a result of this event.